Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. E.1. Characters limit is exceeded at facility name: (B)(6). E1. Address information was not provided; therefore, il was used as the state. In this MDR, (B)(6) has been listed in sections d.3. And g.1. As the manufacturing site is unknown. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the data collected for identification of emerging trends.

Event description:
It was reported that the needle did not retract. Did not retract